Event description:
It was reported that after an ion biopsy procedure, a patient experienced a pneumothorax. The physician reported that there were no issues or unexpected behaviors by the ion system. The lesion biopsied was 8mm, was located in the inferior right upper lung (rul) about 4mm from the pleura. Pathology was non-diagnostic, but cultures showed mycobacterium avium¿intracellular (mai). There was a high risk for the pneumothorax because the location was 3-4mm from fissure. The physician stated that the pneumothorax was caused by the needle traversing the fissure between right upper lung (rul) and right medial lung (rml), as stated nodule sat 4mm above fissure. The pneumothorax was moderate in size, and did not increase, but the patient had shortness of breath and was hypoxemic, requiring up to 10l oxygen. An 8fr chest tube was originally placed, but kinked (body habitus), then a 16fr was placed. The patient was admitted to the hospital and discharged home the next day.

Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation. A system log review could not be performed because remote system logs were not available.